Event description:
It was reported that there were eleven minicaps which were observed to have "no iodine". The event occurred prior to patient use, for peritoneal dialysis therapy. The minicap had not been used. This is report 3 of 11 associated in this event, with this lot number.

Manufacturer narrative:
(B)(4). The sample was discarded; therefore no evaluation could be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. If additional relevant information becomes available, a follow up medwatch will be submitted.